Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # va0315z, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient woke up three morning before reported event date and could not walk because the patient couldn't put any weight on their right leg due to pain. The patient said that they felt a burning sensation at the implant site in their left buttock. The patient turned stimulation off and within five minutes the pain was gone and the patient could walk again. The patient called their healthcare provider and the healthcare provider told the patient to leave stimulation off until friday (which was the reported event date). The patient said that they turned stimulation on the night before reported event date, may have felt a little pain, and got up several times during the night to use the bathroom. The patient said that they can't feel stimulation and there was no difference when the stimulator was on or off. The patient had been leaking since three days before reported event date. The patient t mentioned that they has degenerative disk disease and that they had their sciatic nerve act up before. The patient reports a loss of therapeutic effect. The patient said that they had always been on channel (program/group) 1. When the patient was first implanted, the highest they could comfortably have stimulation was at 3.5 volts, the patient said that up until tuesday they kept it near 5.0 volts. The patient said that today they reached the upper limit at 8.1 volts and could feel nothing. Three days after reported event date the manufacturer representative reported ¿all good.¿ (unsure what was all good). Additional information received reported the patient healthcare provider (nurse) and the manufacturer representative met with the patient to check impedances. Everything looked fine. The manufacturer representative reprogrammed all programs and the patient was doing great.